Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/20/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with mentor smooth round moderate profile 250cc saline prostheses. Post procedure, the right prosthesis deflated, and the left prosthesis was deflating. The device contained no fluid upon receipt by mentor. White material was observed within the device and on the shell surface. During visual examination, the product evaluation team observed that the device appeared intact. Leak testing was performed in accordance with mentor procedures, and a leakage was detected at valve. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear. Water soluble crystal like material (residual nacl from the fill solution) . External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided, and the results of the laboratory examination of the device, the product evaluation team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Furthermore, at this point it is also not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: pc-000242564

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 250cc saline prosthesis, catalog #: 3501635, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor smooth round moderate profile 250cc saline prostheses. Post procedure, the right prosthesis deflated, and the left prosthesis was deflating. As a result, bilateral prosthesis replacement with 295cc mentor memorygel breast implants was performed on (B)(6) 2018. There were no procedural complications and the patient was brought to the recovery room in stable condition. (See 1645337-2018-04901 for contralateral prosthesis report).